Event description:
Upon interrogation of this device, it was found that the device was in a backup mode. The pt claims to have received fifteen shocks on (B)(6) 2011. This pt claims to have received a number of therapeutic radiation treatments to the esophageal and hip areas. This device was reset and remains implanted.